Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 600 mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown. Reportedly, customer is insulin sensitive and bg is difficult to manage due to the diagnosis of diabetes occurring as a result of sepsis (prior to pump usage). The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and fluids. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.